Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large needle driver instrument to perform failure analysis. The instrument did not have a broken cable. The instrument was found to have one (1) severely bent grip. The grips did not have cracking damage. The complaint regarding broken cable was not confirmed by failure analysis.